Event description:
Related manufacturer report number: 2017865-2023-10720. It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead and noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Abbott technical support was contacted and no intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.